Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume ce infusor did not flow during a patient infusion. The event was further described as; no solution infused, infusor was completely full after 24 hours, however, was dripping once disconnected. The device was filled with piperacillin/tazobactam 3420 mg in sodium chloride 0.9%, 18g and had an extension piece with a clamp and ¿nad¿ attached to midline of the patient 20g, insertion length 12 cms, 0 cm external length. This issue was identified after an infusion that took place at the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the device was manufactured from november 17, 2020 - november 18, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.